Event description:
While using level I fluid warmer/pressure infusion system. Patient had a significant venous air embolous from the machine into a 14g peripheral IV catheter. The air was of sufficient quality its course a "milliwheel" type heart murmur. Air was aspirated from the introducer sheath, the pulmonary artery cath, and lg. Views, (r) ventrical chest after which murmur was gone. (And air as well) oxygenator improved after evaluation of the air. Follow-up didn't reveal are adverse sequalae in the patient.